Event description:
It was reported that the users sent the arctic sun device down for line open alerts. A review of the csv file showed that the inlet pressure (ip) was not able to get above -1.0 even at 100 percentage circulation pump command (cpc). They discussed this was indicative of a failed circulation pump and would order and replace the pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the users sent the arctic sun device down for line open alerts. A review of the csv file showed that the inlet pressure (ip) was not able to get above -1.0 even at 100 percentage circulation pump command (cpc). They discussed this was indicative of a failed circulation pump and would order and replace the pump onsite.

Event description:
It was reported that they had replaced the circulation and mixing pumps, but the arctic sun device was still failing calibration for not cooling. They had drained water from the left port, and it was empty. They discussed that this was indicative that the mixing pump did not fill the chiller tank. They suggested to drain the device completely and then refill it and ensure at least 3.5 l of water went in for filling. The users sent the device down for line open alerts. A review of the csv filhttps://emdr.FDA.gov/emdr/formredaction/d11.jsfe showed that the inlet pressure (ip) was not able. Per follow up information received via task on 15nov2024, updated entry description (see attachment). Called operator and transferred to biomed that they replaced the mixing pump, and the device still would not cool. The new mixing pump was not circulating water into the device chiller tank. A second mixing pump was ordered and replaced. The device worked appropriately. The faulty obf mixing pump was disposed of.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.